Event description:
The patient reported an ongoing history of intermittent skin reactions at pod sites, including redness, itchiness, and occasional full-site rash, which has resulted in more frequent pod changes. The reactions were described as occurring sporadically and presenting either as a localized red mark at the cannula site that resolves within a day or as a broader rash corresponding to the adhesive area. The patient confirmed that medical assistance was required because the pod site became infected and sought medical advice via telephone and in-person consultations. An insulet representative previously advised use of over-the-counter antihistamines, which the patient reported led to some improvement. A doctor at the patient¿s primary care practice (undercliff surgery) prescribed cavilon spray, which has been used for approximately six months with partial benefit, particularly when pods are worn on the arms. The hospital diabetes team coordinated an increase in the pod prescription to allow changes every two days rather than every three days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.